Manufacturer narrative:
Product analysis: analysis was able to confirm the customer comment that the programmer was unable to update software via the software distribution network (sdn), as it froze on the "estimated time to complete" window. Reconfigured hard drive, reloaded, and updated the software. It was observed that the cursor was jumping around during the finger touch operation. Additionally, the printer was noisy, the printer roller gear teeth were damaged, the roller bushing was missing, and the lower half of the printer sheets were faded. It was also noted that the display was not staying upright due to damaged lower hinges, and the power cord bay was broken. All found defective parts were replaced, and all other identified issues were resolved. The programmer then passed all final functional tests. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the programmer failed to upgrade the software. The programmer has been returned for evaluation and subsequently tested out of specification during the manufacturer's analysis. There was no patient involvement.